Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a false negative on the alinity m sars-cov-2 assay. The patient tested on (B)(6) 2022 on the alinity m sars-cov-2 assay and their sample resulted as negative on (B)(6) 2022. Per the patient, they completed an at home test prior to the pcr test which had resulted as positive, and they wished to confirm that their result truly was negative. The patient was symptomatic. The patient did not complete another pcr test; however, they completed a rapid antigen at home test on (B)(6) 2022 which resulted as positive, and they are self-quarantined. The laboratory offered to schedule the patient another pcr test which the patient declined. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving the sample ids (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 525769 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lots 525769, (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769 was not identified.